Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted under fluoroscopy that the balloon ruptured at 9-10atm. The device was removed with the normal method, and the procedure was completed with a different device. There were no patient complications, and the patient was good after the procedure.